Manufacturer narrative:
The information on the per was provided by stryker orthopaedics' legal affairs department. No additional information is available at this time. As per information received, the devices are not available at the time of the per due to the ongoing litigation. Additional follow-up information may be obtained by the legal affairs as it becomes available.

Event description:
It was reported, as a result of a legal claim, that allegedly, "the patient underwent a left, bipolar hemiarthroplasty hip replacement surgery on (B)(6), 2008. "It was further alleged that, "on (B)(6), 2009, the patient underwent a revision surgery due to failure of the omnifit hfx hip stem."